Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
The physician reported that they experienced poor calibration of stylus with two programmers and inquired if there was a known problem with the calibration on the newer programmers. It was noted that even when recalibrated, it only seems to last for about a week. The programmers were replaced and are being returned for service. No patient complications were reported as a result of this event.